Event description:
The affiliate reported: the patient is male and (B)(6), did v-p surgery on (B)(6) 2014. A codman valve 823832 was implanted and no abnormities found during the procedure. The patient had fever after 5 days of the surgery. The cerebrospinal fluid culture revealed the presence of coagulation of staphylococcal infection. The surgeon removed the valve on (B)(6) and treated with antibiotics. The patient is still in hospital. A revision surgery will be required after the infection being controlled. (After use on patient) event or product problem outcome:required intervention to prevent permanent impairment/damage. Other action taken:treated with antibiotics. On (B)(6) 2014, additional information stated when asked if the revision surgery been completed or scheduled, if so, what is the date of revision? The affiliate response was that the revision surgery has not been scheduled because the infection has not been controlled.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 180mmh2o. The valve was visually inspected: a needle hole in the silicone housing in the needle chamber was noted. No defects were noted; the valve was irrigated with purified water. No occlusion was noted; the siphon guard was irrigated with purified water, no occlusion was noted; the catheter was irrigated with purified water, no occlusion was noted; the valve was dried; the valve was leak and only leaked from the needle hole in the needle chamber; the valve was tested for programming and the valve passed the test; the siphon guard was removed for the pressure test; the valve was then pressure tested, the valve passed the test; review of the history device records confirmed the valve product code 82-33832 with lot cppbvy, conformed to the specifications when released to stock on the 21st january 2014. -review of the sterilization certificate conformed to specifications when released on the 6th january 2014. No root cause could be determined as the valve functioned, and the sterilization certificate conformed to specifications. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.